Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from the appointment date (B)(6) 2024.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure.